Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2021. The patient needs a modular cable change but his driveline is retracted into his abdomen and doesn't have an outer coating at all. When self test was performed, not all of the audible alarms went off either. When controller change was attempted, the red button was unable to be pressed down since it was stuck. The best course of action is to exchange both the modular cable and the controller as both items appear to be needing exchanging due to wear. As a last resort, use something metal and blunt to push on the red connector to get extra leverage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty disengaging the driveline due to the button/release latch being unable to depress was confirmed. Additionally, the reported event of an issue with an audio transducer not alarming was confirmed. The heartmate 3 system controller (serial number: (B)(6), was returned for analysis, and a log file was downloaded for review with events spanning approximately 6 days (17oc2021 ¿ 22oct2021, 03nov2021 per timestamp). Events occurring on 03 nov2021 were recorded during testing at abbott. The driveline was disconnected for a system controller exchange on 22oct2021 at 09:07:08. There were no other notable alarms. The controller underwent preliminary and functional testing and was capable of supporting extended pump function without issue. During testing, a self -test was performed and it was noted that one of the audio transducers (speaker) was not as loud as its counterpart. The driveline release button was also very difficult to depress. The controller was disassembled to investigate the cause of these issues. Upon opening the controller, excessive amounts of sticky fluid buildup were found. The fluid buildup was found within the bulkhead assembly causing the spring mechanism within it to become sticky. Fluid buildup was also found coating a conductor of the suspected audio transducer. The connections for both transducers were swapped in order to determine if this issue was the result of a compromised printed circuit board component or if the fluid ingress had damaged the transducer. After the switch a self-test was performed, and the same issue occurred on the suspected transducer; therefore, isolating the root cause of the issue to fluid ingress. The root cause for the reported events was due to excessive buildup of fluid ingress; however, a root cause for buildup of fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-06375 the patient was admitted for diuresis and modular cable and controller were both changed. The patient was stable.